Manufacturer narrative:
Lead sc-2316-70, serial #(B)(4): device evaluation indicated that the lead passed mechanical tests performed. The complaint of high impedance contacts was confirmed. Visual inspection revealed broken cables #1, #4, #5, #6, #7, #8, #14, #15, and #16 1 cm from the clik anchor setscrew mark. The broken cables are the source of the high impedance. The explanted lead splitter sc-3400-30, s/n (B)(4) was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead splitter will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a patient was receiving inadequate stimulation. The patient underwent a lead revision procedure and the physician replaced the lead and splitter due to high impedances. The physician noted that during the permanent implant procedure he kinked the lead during insertion into the splitter as he was experiencing difficulty with the insertion. Therefore the high impedances may be attributable to incomplete insertion.

Event description:
A report was received that a patient was receiving inadequate stimulation. The patient underwent a lead revision procedure and the physician replaced the lead and splitter due to high impedances. The physician noted that during the permanent implant procedure he kinked the lead during insertion into the splitter as he was experiencing difficulty with the insertion. Therefore, the high impedances may be attributable to incomplete insertion.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30 serial/lot # (B)(4), description: 30 cm splitter kit.

Event description:
A report was received that a patient was receiving inadequate stimulation. The patient underwent a lead revision procedure and the physician replaced the lead and splitter due to high impedances. The physician noted that during the permanent implant procedure he kinked the lead during insertion into the splitter as he was experiencing difficulty with the insertion. Therefore the high impedances may be attributable to incomplete insertion.